Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex small oval flexible snare was used during a colonoscopy procedure performed on (B)(6). According to the complainant, during the procedure, the snare loop would not cut the target polyp. They checked the endostat machine and it worked with other snare/forceps with cautery fine. Reportedly, there were no other issues noted with the device. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be stable.

Manufacturer narrative:
Block h6: problem code 2587 captures the reportable event of snare loop failure to cut. Block h10: (product analysis) one captiflex snare was received for analysis. Visual evaluation of the complaint revealed that the device did not have any defective condition. Functional evaluation of the returned device found that the device was tested in the 10-inch loop fixture and it was able to extend completely and retract without issues. Continuity test was also performed and the device passed the continuity test since the device's electrical resistance was 10.8 ohms, indicating a proper connection (the electrical resistance shall be less than 20 ohms per non-rotatable snares electrical resistance). A risk review of the captiflex snare was completed using the polypectomy snares risk management workbook and confirmed that the event of "snare-loop-failure to cut" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, however there is no control how the devices are handled/manipulated in the field. Based on the information available and the analysis performed, the most probable root cause for this problem is no problem detected since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a captiflex small oval flexible snare was used during a colonoscopy procedure performed on (B)(6)2020. According to the complainant, during the procedure, the snare loop would not cut the target polyp. They checked the endostat machine and it worked with other snare/forceps with cautery fine. Reportedly, there were no other issues noted with the device. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be stable.